Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent power source alerts while attempting to charge the pump. There was no impact to the customer's blood glucose level. The customer left the pump plugged in to charge and was able to charge the pump successfully.